Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub/needle assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub/needle assembly. Bd determined that the root cause of the indicated failure mode was attributed to under-weld issues occurring at the weld station on the assembly line. The welder horn causing the issue was replaced.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the hub separates from the device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "a hub/collar separation occurred."